Manufacturer narrative:
No report of patient involvement.

Event description:
The hospital reported the unit had an error that would result in the loss of ability to mechanically ventilate. There was no report of patient involvement.